Event description:
Volume discrepancies were noted at refill, following an MRI. A refill was performed. An MRI was performed 12 days later at which time, approx 14 ccs should have been left in the pump. At the next refill, the hcp aspirated 14 ccs; expecting 4.7 ccs. The pump was refilled with 18 ccs and at refill 18 ccs were aspirated from the pump. The hcp reported that the pump is 6 years old. The pt is not experiencing return of symptoms, but has had medical problems and recent surgeries requiring additional medications. The hcp reports that the pump "is six years old"; no low battery alarm is occurring. It is unk what troubleshooting has been performed.